Event description:
It was reported that during a lavh procedure, the device passed the pre run test. The device then generated error code, during the retest, the blade tip of the device broke off. No piece fell into the patient. A new like device was used to complete the case. No adverse patient consequences reported.

Manufacturer narrative:
Date sent: 07/07/2008. Information anticipated, but unavailable at this time.